Manufacturer narrative:
The device was returned to olympus for inspection, and the following reportable malfunctions were identified during the evaluation: image flicker and cut cable. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunctions: the flickering image may be due to faulty switch board, it's part of the charged coupled device, kinks and cut on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cut in the cable and flickering image. There was no patient involvement.